Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. It was found that the locking nut on the screw attached to the IV pole release button was loose causing the screw to back out slightly which put pressure on the IV pole release mechanism. Adjusted the release button screw and locked it in place with the locking nut. Verified that the IV pole release button worked properly and that the IV pole was secure when the release button was not activated. Customer mistakenly reported that the machine did not have the IV pole safety collar installed. This collar was included with the installation materials and installed on the machine at the time of the installation. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. It was found that the locking nut on the screw attached to the IV pole release button was loose causing the screw to back out slightly which put pressure on the IV pole release mechanism. Adjusted the release button screw and locked it in place with the locking nut. Verified that the IV pole release button worked properly and that the IV pole was secure when the release button was not activated. Customer mistakenly reported that the machine did not have the IV pole safety collar installed. This collar was included with the installation materials and installed on the machine at the time of the installation. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be a loose locking nut on the release button screw.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. It was found that the locking nut on the screw attached to the IV pole release button was loose causing the screw to back out slightly which put pressure on the IV pole release mechanism. Adjusted the release button screw and locked it in place with the locking nut. Verified that the IV pole release button worked properly and that the IV pole was secure when the release button was not activated. Customer mistakenly reported that the machine did not have the IV pole safety collar installed. This collar was included with the installation materials and installed on the machine at the time of the installation. Investigation is in process. A follow-up report will be provided.